Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On the day of the event, the patient¿s spouse stated that the cgm was displaying 56 mg/dl. A bg was not checked during this time as they did not have a glucometer. The patient¿s spouse called paramedics because the patient stated his arms/legs were ¿drastically out of control.¿ when paramedics arrived, the cgm was 50 mg/dl while the bg was 26 mg/dl. The paramedics treated the patient with glucagon. The patient was taken to the emergency room and was treated with lantus and humalog. At the time of the report, the patient was at home and feeling better. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.